Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 7 years and 1 month post implant of this aortic bioprosthetic valve, aortic insufficiency was discovered during a coronary catheterization procedure. The patient was brought into the operating room immediately for a transcatheter valve-in-valve implant. While situating the patient on the operating table, systolic blood pressure was reported in the 50s, and cardiopulmonary resuscitation (CPR) was administered to stabilize the patient until the transcatheter valve was deployed. No additional adverse patient effects were reported.